Event description:
Same case as: 2134265-2009-06829. It was reported that during preparation for a percutaneous interventional procedure, a rotawire tear occurred. The 99% stenosed lesion was located in a moderately tortuous left anterior descending artery. A 1.75mm rotalink plus burr was used with a rotawire. The burr was advanced over the rotawire without resistance. The device was tested outside the pt. The burr was run for 3 seconds when the rotawire "tore". Flush was performed properly. The procedure was completed with another rotawire and burr. No pt complications occurred. Pt status was satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).